Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The lipc reagent lot number was 796465 with an expiration date of 30-apr-2025. Qc data from 14-feb-2025 was acceptable. No qc data was provided for the date of the event. The field service engineer (fse) found an issue with the gear pump. The customer has had no further issues since the service visit. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for lipase colorimetric assay (lipc) on a cobas 6000 c501 module. Patient 1 initial result was 225.4 u/l. The repeat result was 51.1 u/l. Patient 2 initial result was 214.9 u/l. The repeat result was 52.6 u/l. Patient 3 initial result was 136.8 u/l. The repeat result was 31.8 u/l.

Manufacturer narrative:
The c501 module serial number was (B)(6). Calibration and qc were acceptable.